Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic lung wedge resection, the device misfired at end of the case. Another device was opened and the case proceeded without incident. There was no patient harm.